Event description:
A customer contacted beckman coulter inc. (Bci) in regards hydrocanister leak. No injury and/or personnel exposure to chemical or bio-hazardous material was reported.

Manufacturer narrative:
The leak was caused by cracked grey colored hydro canister lids. A bci field service engineer (fse) replaced the canister with blue lids.